Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the insulin pump had powered off due to a dead battery without any low battery or replace battery warnings emitted by the pump prior to powering off. The pump reportedly had a blank screen and no audible tone or vibration function; however there was reportedly sound from the pump upon insertion of a battery. The distributor confirmed that the battery cap was intact. The battery used in the pump was reported as a varta brand lithium battery, not the energizer lithium battery that is recommended by the pump manufacturer. The pump was replaced and requested to be returned to the manufacturer for analysis. There was no reported adverse event associated with this complaint. This complaint is being reported because the loss of power due to a dead battery without prior warning or alarm remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box and download history revealed data records from (B)(6) 2013. The last basal delivery record was on (B)(6) 2013. There was one ¿power on reset¿ record on (B)(6) 2013 associated with a cartridge change and battery change. A bolus delivery was recorded prior to this ¿power on reset¿ event. The battery voltage record at the time this bolus delivery was above the ¿low battery¿ and ¿replace battery¿ alarm thresholds. On examination, the pump is intact without damage or evidence of moisture in the battery compartment. The battery cap that was returned with the pump for investigation was noted to be intact without damage and was able to maintain an electrical connection when attached to the pump. On testing, the pump powered on normally. The pump was exercised for 24 hours without any alarms or interruption in power. The pump was found to be delivering insulin as intended and within specifications. Alarms for ¿low battery¿ and ¿replace battery¿ were induced for the investigation and the pump emitted the appropriate visible and audible battery warnings and alarms. The alarm history recorded the battery warning and alarm at the correct time and in the correct order in the pump¿s alarm history. The pump cover was removed for investigation and did not reveal any evidence of defect, damage or contamination of the pump¿s internal components or compartment. Investigation was unable to duplicate the complaint.